Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: sharp opening and broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken and opening device assessed as an unidentified (tear) opening.

Event description:
Patient reports left side rupture. Healthcare professional reports calcification and pain. The device has been explanted.

Event description:
Healthcare professional reports "axillary of left side was visible silicone," calcification and pain. The device has been explanted.

Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports left side rupture. The status of the device is unknown.